Manufacturer narrative:
(B)(4). Patient code: 3189 - surgical intervention. A manufacturing record evaluation was performed for the finished device mmh916, and no non-conformances were identified. It was received for analysis a detached needle of product code 8556h, lot mmh916. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Slightl marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. In addition, the suture was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the pull off suture needle, suggest an improper handling of the sample. Additional information was requested and the following was obtained: was the needle removed during the initial procedure? : no. Was the patient brought back to the operating room for a second procedure to remove the needle? : yes. Was the patient¿s post-operative care changed as a result of the reported event? : no further information is available. The patient demographic info: age, gender, weight, bmi at the time of index procedure : no further information is available. What instruments were used to grasp the needle? : no further information is available. Where was the needle grasped during use? : no further information is available. Patient¿s current status? : there is no problem with the patient's condition thereafter. The patient will be discharged soon. No further information will be provided.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed during the initial procedure? Was the patient brought back to the operating room for a second procedure to remove the needle? Was the patient¿s post-operative care changed as a result of the reported event? The patient demographic info: age, gender, weight, bmi at the time of index procedure what instruments were used to grasp the needle? Where was the needle grasped during use? Patient¿s current status?

Event description:
It was reported that the patient underwent a cardiovascular procedure on an unknown date in july and suture was used. The device was used for anastomosis between the brachiocephalic artery and artificial blood vessel. After putting one stitch with the needle suture, the suture was tied. When the surgeon was going to return the needle to the nurse, it was found that the needle had been missing. The needle was found in x-ray. The needle had fallen into the pericardium. Reoperation was performed for needle removal. There was no problem with the patient's condition thereafter. The surgeon commented that no extra force was applied, so the needle may have been detached after use. It was not a control release needle. The patient will be discharged soon. Additional information has been requested.